Event description:
The patient's medical records were received for left side revision - (B)(4). A review of the medical records indicated the patient has elevated cobalt and chromium levels. Confirmation of formal claim received from (B)(6) - (B)(6) 2015 - which reported the right side was revised in (B)(6) 2015. The information received also confirmed the right side implant information.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The patient's medical records were received for left side revision - (B)(4). A review of the medical records indicated the patient has elevated cobalt and chromium levels. *confirmation of formal claim received from (B)(4) - (B)(4) 2015 - which reported the right side was revised in march 2015. The information received also confirmed the right side implant information. Update (B)(4) 2017: additional information received. Updated dob. This complaint was updated on (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.